Manufacturer narrative:
(B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. A philips remote service engineer (rse) spoke to the customer and confirmed that the speaker was defective. The rse determined that the speaker assembly needed to be replaced. A nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. Good faith efforts are being made to confirm if the device produced audible sound. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia cm10 indicating that the speaker was malfunctioning. It is unknown if the device was able to produce an audible sound. It is known that the device was in use at the time of the event. No adverse event occurred.